Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Investigation summary: visual analysis of the returned sample determined that one bottom tyvek and a labeled winding former with an undispensed needle/suture of product code w736 were received for evaluation. As per visual inspection of the sample received, the tyvek was examined and open seal area was observed, since a portion of the primary packet was caught in the seal area, causing an open seal. The visual inspection concluded that the sterile barrier was compromised. The primary packet in the overwrap seal and open seal defects have been correlated to the manufacturing process. Based on the information currently available, the primary packet in the overwrap seal and open seal were identified during the investigation of the sample received. This product issue will be addressed through quality system. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified.

Event description:
It was reported that before use on the patient on (B)(6) 2021, the packaging condition is not good. Upon evaluation of the returned sample, the tyvek was examined and open seal area was observed,.the visual inspection concluded that the sterile barrier was compromised. No additional information was provided.